Event description:
It was reported that (about 5") a portion of the sheath broke off in the abdominal wall of the patient during removal. It is reported that there was no difficulty inserting or removing the sheath and that a tunneler was used to insert the sheath. The portion of sheath was not removed from patient as it was not located. No adverse events have been reported. Condition of the patient is unknown at this time. Product was not saved for evaluation by customer. Date of surgery: (B)(6) 2011. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: sample is not available for return. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.